Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vticm5_12.6 implantable collamer lens -08.00/+1.0/002 (sphere/cylinder/axis) in the patient's right eye (od) but the lens tore during loading into injector. There was no patient contact. Another model/diopter lens was intraoperatively implanted on (B)(6) 2021. This resolved the problem. Cause is unknown.

Manufacturer narrative:
This product is not marketed in the us. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).